Event description:
It was reported that the head (fowler) wouldn't stay up. No adverse consequences were alleged.

Manufacturer narrative:
Result: fowler clutch. Conclusion: unit not yet repaired, but the part has been ordered. The unit will be repaired once the part is received.